Event description:
It was reported that the patient presented to the clinic for a follow-up visit. Interrogation revealed that the right ventricular (rv) lead exhibited increasing capture thresholds, resulting in loss of capture. This loss of capture also resulted in multiple syncopal episodes. Reprogramming to a 2:1 safety margin had previously been performed by the office nurse. The rv lead capture threshold was retested on (B)(6) 2026 and the loss of capture appeared to be positional, as failure to capture was observed when the patient raised her arms above her head. The output was increased and the rv lead was subsequently explanted and replaced. The replacement rv lead was placed without difficulty and capture thresholds were reported to be normal. The patient remained stable throughout the procedure.